Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that since implant the patient could not charge their implant fully without it overheating. It was overheating during charging since the patient had gotten the device in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.